Event description:
A report was received indicating that the device did not alarm "air" when air was found in line and the device kept pumping during patient infusion of unspecified buretrol set (medication unknown) on (B)(6) 20. No injury is reported. The patient was monitored and released. The facility biomed stated he could not reproduce the failure and the pump appeared to be functioning correctly. It was reported by the facility nurse to the biomed that the pump did not alarm at the end of therapy; the bag was empty and air was in the tubing but the pump kept infusing. The pump is not available at this time for evaluation but may become available for baxter evaluation at a later date. The patient is an infant male, 10 months and 22 days old, who was receiving an unknown medication. The therapy had run for an unknown amount of time when the infant began coughing. When the nurse checked on the infant she noticed the bag and set had run dry and there was visible air in the line. Actions were taken to assist the infant but the details are unknown at this time. The infant is currently fine.

Manufacturer narrative:
(B)(4). The device currently is not available to be returned to baxter for evaluation, therefore, no evaluation has been performed.

Manufacturer narrative:
(B)(4). Upon further review of information received during baxter's investigation, this incident has been determined to be non-reportable.

Manufacturer narrative:
(B)(4). Evaluation results indicate: if fluid bag contains no air, a vacuum can be created after all fluid is expelled. The mechanism pushes fluid in the set forward, but the vacuum pulls it back. The back pressure is not sufficient to trigger an occlusion alarm. The pump will continue to pump in this condition and count down the volume to be infused (vtbi) until some air works its way into the air sensor chamber. The air alarm performed as expected during testing and air sensor calibration values are within specification. The reported condition was confirmed and duplicated during evaluation. Baxter will continue to monitor similar reports to determine if further actions are required. The facility has indicated that no further information is available regarding this event. The patient was monitor and no interventions were required.